Event description:
It was reported that during cardiac arrest the patient's implantable cardioverter-defibrillator (ICD) read vtach. Shock was given, patient was unresponsive and pronounced deceased at 6:21 am on (B)(6) 2018. Patient was given other cardiopulmonary resuscitation (CPR) with mechanical ventilation.

Event description:
It was reported that the event remained ongoing until the patient expired on (B)(6) 2018 due to cardiac arrest as a result of ventricular tachycardia. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The heartmate 3 instructions for use (IFU) lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system (lvas). The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the reported events cannot not be conclusively determined through this evaluation. No autopsy was performed and the device was not explanted. No product available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late post implant complication section 6 also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22dec2015 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 62 days.  The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with an initial hemoglobin at 9 g/dl. Anticoagulants at the time of event were aspirin and warfarin. The patient received 2 units packed red blood cells and hemoglobin increased to 12 g/dl. It was reported that the site of bleeding was gastrointestinal. No additional information was provided.